Manufacturer narrative:
.

Event description:
It was reported that dislodgement was observed. When repositioning was unsuccessful, the lead was explanted and replaced. Patient was fine post procedure.